Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with two clear fragments. Visual inspection confirmed the complainant¿s experience of distal glue fragmentation. The clear fragments were identified to be a portion of the distal glue. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: colectomy. Event description: the transparent fragments were found. Report from the sales rep: a transparent plastic piece fell out of the abdominal cavity when a trocar was punctured and a camera was inserted shortly after the start. After removing all the fragments, it was replaced with another trocar and completed the procedure. In the abdominal cavity, the fragment was one piece, but after it was removed from the body cavity, it broke into two pieces. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. Two of the fragment were returned. The unit will be returned to amr for further evaluation. Information per distributor provided checklist: operation time was 1-3 hours. Main usage of the trocar was as a camera port. 10mm ltf was inserted/removed into/from the trocar. The damage to the trocar was found right after the start of the case. All damaged parts were removed. Intraperitoneal irrigation was performed. This was the first time this issue happened at this department/specialty at this hospital. Type of intervention: it was removed from the body cavity. It was replaced with another trocar and completed the procedure. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: colectomy. Event description: the transparent fragments were found. Report from the sales rep: a transparent plastic piece fell out of the abdominal cavity when a trocar was punctured and a camera was inserted shortly after the start. After removing all the fragments, it was replaced with another trocar and completed the procedure. In the abdominal cavity, the fragment was one piece, but after it was removed from the body cavity, it broke into two pieces. Initial investigation report: the event unit was returned to us and visually inspected. The distal glue area was found to be detached. Two of the fragment were returned. The unit will be returned to amr for further evaluation. Information per distributor provided checklist: operation time was 1-3 hours. Main usage of the trocar was as a camera port. 10mm ltf was inserted/removed into/from the trocar. The damage to the trocar was found right after the start of the case. All damaged parts were removed. Intraperitoneal irrigation was performed. This was the first time this issue happened at this department/specialty at this hospital. Type of intervention: it was removed from the body cavity. It was replaced with another trocar and completed the procedure. Patient status: no patient injury.